Manufacturer narrative:
Per the t:slim x2 user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 268-280 mg/dl. A bolus via the pump was delivered to address the bg level and the infusion set site was changed. The contact suspected the pump to be the cause of the high bg. The contact reported to have used the site for 1 week without changing it. The infusion set site was not leaking or dislodged. A pump system check was performed and no device issues were identified. Tandem customer technical support (cts) informed the contact that the infusion set should be changed within 48-72 hours per labeling. The contact reported that the bg level seem to be lowering and understood the information cts provided. The contact stated that their reported issue was addressed to their satisfaction.